Event description:
It was reported that a peritoneal dialysis (pd) patient contact discovered a fluid leak on the tubing after ending the patient's pd treatment. The patient contact reported receiving an air detected in cassette alarm prior to the leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient contact was advised to discontinue the use of their cycler until the next day's treatment and follow up with their peritoneal dialysis nurse (pdrn) regarding an alternate treatment option. Upon follow up, the patient contact confirmed the reported fluid leak event occurred during the 4th cycle and was discovered after cancelling the treatment. The patient contact confirmed the fluid was found on the tubing near the cassette end. Fluid was also found inside the cycler door, on the cycler cart, and underneath the cycler cart. The patient contact stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics, vancomycin (dose unknown, intraperitoneal, one day) and ceftazidime (dose unknown, intraperitoneal, one day). The patient contact confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient contact stated that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) twice in the absence of the cycler the next day. The patient contact confirmed that the patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient contact confirmed that the cycler set is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Correction; h6 impact code the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient contact discovered a fluid leak on the tubing after ending the patient's pd treatment. The patient contact reported receiving an air detected in cassette alarm prior to the leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient contact was advised to discontinue the use of their cycler until the next day's treatment and follow up with their peritoneal dialysis nurse (pdrn) regarding an alternate treatment option. Upon follow up, the patient contact confirmed the reported fluid leak event occurred during the 4th cycle and was discovered after cancelling the treatment. The patient contact confirmed the fluid was found on the tubing near the cassette end. Fluid was also found inside the cycler door, on the cycler cart, and underneath the cycler cart. The patient contact stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics, vancomycin (dose unknown, intraperitoneal, one day) and ceftazidime (dose unknown, intraperitoneal, one day). The patient contact confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient contact stated that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) twice in the absence of the cycler the next day. The patient contact confirmed that the patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient contact confirmed that the cycler set is available to be returned to the manufacturer for physical evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient contact discovered a fluid leak on the tubing after ending the patient's pd treatment. The patient contact reported receiving an air detected in cassette alarm prior to the leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient contact was advised to discontinue the use of their cycler until the next day's treatment and follow up with their peritoneal dialysis nurse (pdrn) regarding an alternate treatment option. Upon follow up, the patient contact confirmed the reported fluid leak event occurred during the 4th cycle and was discovered after cancelling the treatment. The patient contact confirmed the fluid was found on the tubing near the cassette end. Fluid was also found inside the cycler door, on the cycler cart, and underneath the cycler cart. The patient contact stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics, vancomycin (dose unknown, intraperitoneal, one day) and ceftazidime (dose unknown, intraperitoneal, one day). The patient contact confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient contact stated that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) twice in the absence of the cycler the next day. The patient contact confirmed that the patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient contact confirmed that the cycler set is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. A search in the materials management system was performed to verify the product availability for companion samples at the distribution centers (dcs). According to the material management search, the product is available to be returned; nevertheless, due to a tracking number being provided and a sample being available, no product would be requested from the dc. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.